Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the radiology technicians were unable to pull medications. A technical support specialist (tss) applied knowledge article (ka), "unable to remove ¿ no access", checked the medication list in the drawer 1 and found a medication assigned to the "kit intubation security group", which was not included in the security groups assigned to the radiologic technologist role. The tss verified that the customer had the correct roles and permissions overall but was missing that particular security group based on the medication loaded in the affected drawer. The tss instructed the customer to assign the missing security group and then re-attempt to pull the medication. The customer confirmed that the issue was resolved after assigning the correct security group to the designated role. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users unable to pull two medicine items, items were loaded and in stock but unable to figure out the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.